Manufacturer narrative:
This supplemental report was created to correct the d6b explant date.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotic. There was no additional adverse patient effects were reported. This ra lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotic. There was no additional adverse patient effects were reported. This ra lead was explanted.